Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the intraocular lens (iol) implantation surgery, the implant did not deploy correctly. The surgery was completed using another implant. There was no patient harm.